Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the power motor relay printed circuit board. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would intermittently turn off during use. No pt injury was reported.